Manufacturer narrative:
The pump was received with minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube lip cracked, cracked lcd window, and bleeding lcd glass.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged. The pump was cracked at the display. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.